Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction. Correction is being made to previously submitted h6 - adverse event problem: type of investigation and investigation conclusion - the correct type of investigation includes b11and b13, and investigation conclusion will be changed from d15 to d14. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device encountered an e117 error intermittently. The issue occurred during setup/inspection for use (during setup in the room, before the patient entered the room). There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure "error code e117" was not confirmed. Based on the results of the investigation, a root cause could not be identified. The most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.